Event description:
During an MRI procedure, a large male patient was being monitored with an ECG monitor. After approximately 20 minutes of scanning, the patient was removed from the MRI and 3 of the 4 ECG electrode skin sites had skin blisters form beneath the electrodes. Skin reddening was also noted on the patient's chest where the ECG was pressed against the skin by the patient's shift. The patient received conscious sedation during the scans, and was conscious during the scans, but did not report feeling any heating sensation. The skin burns were treated by the hospital staff, and the patient was discharged following treatment.